Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: the patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted. The attorney alleges the patient pain, "pain and suffering," injury and disability.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information and medical records provided by the patient¿s attorney. The patient underwent exploratory laparotomy with explant of infected umbilical, bard/davol composix kugel mesh. Operative report details explant of device with lysis of adhesions and excision of small bowel that was adhered to the mesh with ¿mesh eroded into the small bowel¿. Adhesions are listed in the instructions-for-use as a possible complication. No sample was returned to for evaluation. Based on the information available the cause of the patient¿s post-op complications is unknown. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was reported by the patient's attorney: ni/ni/ni: the patient was diagnosed with an umbilical hernia and underwent repair with implant of a bard/davol composix kugel (ck) hernia patch. Addendum per medical records: (B)(6) 2013: the patient was diagnosed with infected umbilical mesh (ck) with extensive intra-abd adhesion and erosion of mesh into the small bowel and underwent an exploratory laparotomy, partial small bowel resection, lysis of adhesions and removal of the bard/davol ck mesh. Per the operative detail report, "there was immediately noted small bowel adherent to the umbilicus and underlying mesh. In light of this, further excision was performed of the skin surrounding the umbilicus taking the dissection on each side of the umbilicus down to the fascia, with a plan to excise the underlying mesh. Once this performed, the mesh was freed from the abdominal wall. It was adherent to multiple loops of small bowel. Adhesiolysis was performed, immediately encountered was the mesh eroding into the small bowel. It appeared that the small bowel segments that were adherent to the mesh and with the erosion and perforation encompassed about an 8-inch segment of small bowel. In light of this, I elected to excise the small bowel that was adhesed to the mesh. The specimen was then sent in completion with the small bowel mesh and umbilical skin for pathologic evaluation."

Manufacturer narrative:
Addendum to previous report. This supplemental emdr is being sent to correct the expiration date provided. Not returned to manufacturer. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: ni/ni/ni - the patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted. The attorney alleges the patient pain, "pain and suffering", injury and disability.